Event description:
Information received from the field does not address the patient's clinical status but notes that prior to implant, the device interrogated in back-up mode. Reprogramming and a software download were unsuccessful.